Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pump was alarming; this was confirmed by telemetry. A pump motor stall had occurred. Per the reporter, the pump had not been filled since (B) (6) 2008. The pt was being referred back to the implanting physician. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.